Manufacturer narrative:
One used sample item #d1000 was returned for evaluation. As received it was observed damage on the thread post. No visible occlusions on the fluid path was observed, no mating device was returned. The sample was flushed and tested as per procedure and no issues or anomalies were observed. Complaint of no flow / cant prime/ difficult to prime cannot be confirmed or replicated. However the probable cause of the damage observed on thread post is typical due an overnighting during use, dfu instruction indicate- do not overtighten. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a tego® connector where it was reported that when withdrawing blood from the patient¿s line, the line withdrew adequately. The customer then did a blood draw from the same port with no issues. When the customer went to flush the line, the customer was unable to push saline. Tego removed and replaced with no issues afterwards. There was no unexpected or prolonged care. There was patient involvement, and the level of harm was n/a or not reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact information: (B)(6).